Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the air/water nozzle loosened, the bending rubber leaky, the ift worn out, the lcb distal cover glass broken, the control body corroded, the u/d & r/l pulley wire worn out, the remote button cut and defect, the serial number plate missing, the lg cable connector corroded and the suction channel buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.